Event description:
It was reported that the hub of the balloon catheter was cracked upon removal from the package. There was no reported patient involvement. Another pta balloon was used to complete the procedure.

Manufacturer narrative:
A complete manufacturing review could not be performed as the lot number is unknown. . The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.